Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sales rep via email the during an acl procedure the trocar on their rigidfix biocryl 2.7 mm btb cross pin kit cold welded with the drill sleeve. The procedure was completed with another like device with no harm to the patient but there was a three minute delay to try to pull apart the devices and to grab a new device to finish the case. The device will be returning for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the trocar and sleeve have become welded together. Visual inspection revealed numerous striations along the trocar and the sleeve shaft. The location of the trocar interlocking pins is superior to the mating portion of the sleeve. If the pins are not seated within these groves then the trocar is spinning within the guide sleeve causing enough heat and friction to cause the "welding" of the two parts. The root cause for this failure can be attributed to user technique. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).